Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the smoking unit could not be identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powered laser surgical instrument had smoke coming from the end plugged into the machine when the foot pedal of the laser and the fiber is pushed. It melted and the machine stopped the laser and defaulted to standby mode. The laser was removed from the field and a new fiber wire was opened and the procedure was complete with no other complications. There were no reports of patient harm.